Event description:
A customer reported the surgeon complained of low suction prior to a procedure. They called technical service to troubleshoot over the phone and could not find any problems. The system passed prime and tune without issue. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).